Manufacturer narrative:
The product analysis indicates the one-minute pre-repair temperature test results are as follows: 84.1 degrees f at the rear, 118.5 degrees f at the middle, and 121.1 degrees f at the nose. The device was tested to manufacturing specifications. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The customer reported the front bearing and head of the drill began to overheat after two to three minutes and started to feel hot in five minutes. There was no patient impact or injury.